Manufacturer narrative:
(B)(4), concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc231000j/14038858. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The trunk component (rlt261412j/13732829) was placed with the contralateral gate on the right side. The contralateral gate was cannulated and a contralateral leg component (pxc141400j) was implanted, and further extended with a plc231000j placed just above the right internal iliac artery bifurcation area. The ipsilateral side was extended with an additional plc231000j. Follow-up computed tomography (CT) after the procedure showed no issues or endoleaks. On (B)(6) 2017, follow-up CT revealed that the contralateral leg component (plc231000j) on the right side had migrated proximally (distance of migration is unknown) and consequently a right common iliac artery aneurysm was revealed. In addition, the trunk-ipsilateral leg component migrated distally (distance of migration is approximately 10 mm) and a false aneurysm was observed just below the renal arteries. On (B)(6) 2017, coil embolization of the right internal iliac artery was performed to treat the right common iliac artery aneurysm. On (B)(6) 2017, three contralateral leg components were placed in both the right common iliac and right external iliac arteries. The patient tolerated the procedure without evidence of endoleak. There has been no reintervention to treat the reported migration of the trunk-ipsilateral leg component or the false aneurysm just below the renal arteries. The patient is being monitored by the physician.